Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v727844, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient was not being able to adjust stimulation and their patient programmer showed a ¿call your doctor¿ icon and it was telling the patient to call for help. The patient used their programmer and verified they had a power on reset (por) condition showing on the programmer. The patient never received the therapy guide. The patient¿s managing health care provider (hcp) was no longer working with any patients and the patient was meeting with a new hcp next week. Two days later, it was reported that the patient¿s hcp¿s office couldn¿t get them in until (B)(6) unless they had a cancellation. The patient¿s hcp redirected them to another office. It was later reported that the patient did have concerns with their device or therapy. The patient received assistance from their hcp or manufacturer representative and their concerns were resolved and the patient had an appointment, but their hcp left within that month and the patient hadn¿t asked for assistance until the por. The patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient had not yet had an appointment with their urologist and would have one on (B)(6) 2015. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.